Event description:
This case was reported via regulatory authority (B)(4) on 21-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of eczema ("intermittent generalised eczema") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included smoker. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced eczema (seriousness criteria medically significant and clinically significant/intervention required), pain in extremity ("pain in right arm and leg") and asthenia ("asthenia"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the eczema, pain in extremity and asthenia had resolved. The reporter considered eczema, pain in extremity and asthenia to be related to essure. The reporter commented: asthenia, pain and eczema resolved after removal of essure inserts. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had intermittent generalised eczema. Essure was removed nine months after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the eczema occurred after device insertion and resolved after removal. Therefore, a causal relationship with essure cannot be excluded. This case was regarded incident since device removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 21-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of eczema ("intermittent generalised eczema") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section. Concurrent conditions included heavy cigarette smoker. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced eczema (seriousness criteria medically significant and intervention required), pain in extremity ("pain in right arm and leg") and asthenia ("asthenia"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the eczema, pain in extremity and asthenia had resolved. The reporter considered asthenia, eczema and pain in extremity to be related to essure. The reporter commented: asthenia, pain and eczema resolved after removal of essure inserts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: eczema. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had intermittent generalised eczema. Essure was removed nine months after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash,eczematous dermatitis, and hives that resolve after device removal. In this particular case, the eczema occurred after device insertion and resolved after removal. Therefore, a causal relationship with essure cannot be excluded. This case was regarded incident since device removal was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. No further information is expected.